Manufacturer narrative:
Report confirmed. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 44 months without any record of factory service.

Event description:
Report received stating that tool damaged the foot of the attachment. No patient impact was reported. On follow-up it was noted that this was identified during a procedure and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. The user manual contains the following warning ''the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 44 months without any record of factory service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.